Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaints of pain at the implantable cardioverter defibrillator (ICD) implant site. The device pocket was revised with the device remaining in use. No further patient complications have been reported as a result of this event.